Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5324878. Conclusion: manual testing of the returned samples did not duplicate the reported customer incident.

Event description:
It was reported that 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter had its pink protective needle device fall off before the needle could be covered after a venipuncture. No injury or medical intervention reported.